Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. Subsequently, another 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, but also ruptured. The device was completely removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.